Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative calibrated the valve and resolved the reported complaint.

Event description:
During testing, it was noted that the adjustable pressure limiting valve failed. There was no report of patient involvement.